Event description:
Pt being treated for steroid induced myopathy was found to be drooling and unresponsive. Blood glucose tested in high range and dr ordered insulin treatment. Lab sample drawn at same time indicated low reading. Treatment began before lab result obtained. Upon receipt of lab result, test was repeated on device and reading was more consistent with lab result. Treatment course was reversed and pt then placed on d50. No prior intervention needed for diabetes while in hospital, until this event.